Manufacturer narrative:
Combination product: yes

Event description:
An orsiro drug-eluting stent system was selected for treatment. During the procedure, the orsiro was introduced through the guide catheter, where little advance is perceived, so it was removed and separation of the stent struts from the balloon in the posterior part was observed.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed at its proximal end and pinched in its center. Several stent struts are lifted and everted. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the lifted struts were initially crimped on the balloon. Outside of the deformed zone the diameter complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.